Manufacturer narrative:
The lot was manufactured between october 02, 2021 and october 04, 2021. The device was received for evaluation. Unaided visual inspection along with magnification was performed which revealed a tear at the lower left front side near the edge of the bag. Functional testing was performed with tap water which identified a leak from the tear only. The reported condition was verified. The cause of the tear could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The event was further described as a leak coming out of the left lower corner seam of the primary container. This issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between october 02, 2021 and october 04, 2021. The device was received for evaluation. Unaided visual inspection along with magnification was performed which revealed a tear at the lower left front side near the edge of the bag. Functional testing was performed with tap water which identified a leak from the tear only. The reported condition was verified. The cause of the tear could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The event was further described as a leak coming out of the left lower corner seam of the primary container. This issue was identified during compounding. There was no patient involvement. No additional information is available.